Manufacturer narrative:
Follow-up #1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged inaccuracy issue occurred at 4pm on (B)(6) 2015. At this time the patient obtained blood glucose readings of between 150-200mg/dl with the subject meter within 20 minutes of one another. It is not known what type of medication, if any, the patient used to manage their diabetes nor is it known if they made any changes to their diabetes management regimen as a result of the alleged product issue. At an unknown time after the product issue started the patient stated that they fell unconscious as a result of having low blood sugar. The patient was taken to the emergency room (e.r) where they were given IV glucose by a healthcare professional (hcp) by means of treatment. The patient stated that their blood glucose was also measured on a hcp meter but the result which was obtained could not be recalled. The patient was released from hospital the same night once their condition had stabilized. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition the patient also required medical intervention as a result of these symptoms.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.